Manufacturer narrative:
The manufacturer previously reported that a trilogy 100 ventilator was returned for service. There was no reported patient involvement. During the evaluation of the device at the third party service center, a proximal flow sensor failure error code was found in the device's error log. The service technician states that the trilogy motor blower assembly kit was replaced to resolve the issue. The device passed all final testing. No further investigation is required. Corrections have been made to the become aware date, event date and date received by mfg based on date of service listed in service record.

Event description:
A trilogy 100 ventilator was returned to a third party service center for service. There was no reported patient involvement. During the evaluation of the device at the third party service center, a proximal flow sensor failure error code was found in the device's error log. The service technician states that the trilogy motor blower assembly kit was replaced to resolve the issue. The device passed all final testing. No further investigation is required.